Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise, damage to the charge-coupled device unit and outer tube had a dent. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: image snow due to charge-coupled device damage which was caused by a component failure of the charged coupled device unit. Also, due to mechanical damage the outer tube has a dent which was caused by a component failure of the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope had snowy image. The issue occurred during inspection for use. There were no reports of patient involvement.